Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was attempted but could not be performed due to the device not booting up; therefore a downloaded receiver log could not be obtained. The receiver case was opened for further evaluation. An interior inspection was performed by trouble shooting the receiver and battery. The reported event of the receiver powering off on it's own was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver powered off on its own. No additional event or patient information is available.